Event description:
It was reported that during a gastric septation procedure, the second row of staples of the six-row reload did not staple. Unk how the case was completed. No pt consequence.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.